Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), swelling ("allergic or hypersensitivity reaction type: swollen female sorgens reaction to nickel"), mood swings ("psychological or psychiatric problems condition: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("urinary problems or changes") and device expulsion ("expulsion of essure device") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, allergy to metals, bladder disorder and swelling had resolved and the menorrhagia, vaginal haemorrhage, mood swings, anxiety, urinary tract disorder, device expulsion and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, device expulsion, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, swelling, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, nickel allergy, bladder/urinary problem : yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Events vaginal bleeding, swelling, mood swings, anxiety, urinary tract disorder, device expulsion, weight gain were added. Event 'essure confirmation test not done' was deleted. Incident : based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital swelling ("allergic or hypersensitivity reaction type: swollen female organs reaction to nickel"), mood swings ("psychological or psychiatric problems condition: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("urinary problems or changes") and device expulsion ("expulsion of essure device") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, allergy to metals, bladder disorder and genital swelling had resolved and the menorrhagia, vaginal haemorrhage, mood swings, anxiety, urinary tract disorder, device expulsion and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, device expulsion, dysmenorrhoea, genital swelling, menorrhagia, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, nickel allergy, bladder/urinary problem: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia heavy menstrual bleeding"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), genital swelling ("allergic or hypersensitivity reaction type: swollen female organs reaction to nickel"), mood swings ("psychological or psychiatric problems condition: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("urinary problems or changes") and device expulsion ("expulsion of essure device") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral), oophorectomy (one side removal of ovary). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, allergy to metals, bladder disorder and genital swelling had resolved and the pelvic abscess, menorrhagia, vaginal haemorrhage, mood swings, anxiety, urinary tract disorder, device expulsion and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, device expulsion, dysmenorrhoea, genital swelling, menorrhagia, mood swings, pelvic abscess, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, nickel allergy, bladder/urinary problem : yes. One more related surgery date: (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received. New event abscess was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and bladder disorder ("bladder probs"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, allergy to metals and bladder disorder had resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pain, bleeding, nickel allergy, bladder/urinary problem: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Date of removal added. Previously reported event injury to herself were updated to dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, bladder probs, did not undergo confirmation test incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.